Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient an irritation. The patient reported the area is red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was told to remove the device for a couple days by a physician. Follow up indicated that the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces. Supplement sent to correct g1-2.

Event description:
A zoll laboratory services contacted zoll to report that a patient an irritation. The patient reported the area is red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was told to remove the device for a couple days by a physician. Follow up indicated that the irritation improved.